Event description:
A 4.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a severely calcified lesion in the right coronary artery. The target lesion was pre-dilated with a 2.5mm diameter angioplasty balloon prior to the insertion of the stent delivery system. It was not possible to cross the lesion, therefore, the stent was pulled back in the artery. Upon removal of the stent delivery system, the guide catheter reportedly "kicked out" into the aorta. When the catheter disengaged, the tip of the guide catheter hit the stent moving it on the delivery balloon. During the removal of the stent delivery system, the stent dislodged from the delivery balloon in the descending aorta. The dislodged stent was successfully snared and removed from the patient. There was no further treatment performed on the target lesion. The patient was reported fine post procedure and there is not additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the target lesion. The tip of the guide catheter hitting the stent contributed to the event.